Event description:
It is reported that the device was implanted in '07 and was revised in '08. The locking screw disassociated from the stem extension and migrated all the way out of the poly into the back of the knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.